Manufacturer narrative:
A.1, a.2, a.3, a.4 and a.5 are unknown. E.1 name prefix/title, first name and last name are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller had a broken purge disc bracket. This issue was discovered after removal from patient use and there was no patient harm.

Manufacturer narrative:
The investigation for aic - purge disc/flag issues has been completed. Console logs did not contain any data relevant to this complaint. The console was returned for evaluation. The reported broken purge disc retainer was confirmed. Purge retainer was completely broken off. The root cause of this issue was a broken purge disc retainer.